Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged during pocket closure. The device was reprogrammed to the right ventricle (rv) only. Two days later, an invasive revision procedure was performed, and the lv lead was successfully reimplanted in a different vein. No adverse patient effects were reported with this clinical observation.